Manufacturer narrative:
The implant remains implanted, therefore the condition of the device is unknown. The patient underwent a revision due to pectoralis major rupture and poly was explanted due to wear. Device history records review indicates that all devices were manufactured to specifications. This device used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported an x-ray revealed proximal lucency of the humeral component.